Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the faulty fan malfunction is due to accidental malfunctions of the fan motor as the device was manufactured less than a year. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The fan speed tested out of specification. Additionally, the externally housing side bumper is damage/missing, the top cover and chassis have deformation. The device was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset visera elite ii video system center was returned to the service center. There was no report of a malfunction associated with the unit. During the standard asset inspection, the unit was found to have a fan motor malfunction as the fan speed tested out of specification. There was no patient involvement reported.